Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device would not deliver defibrillation shock. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The customer confirmed that the incorrect serial number had been reported. The reported serial number was (B)(4), but should have been (B)(4). A medwatch report had previously been submitted for the reported issue on MFR report# 0003015876-2018-01986. Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the device would not power on during a patient event and would therefore not be able to deliver defibrillation shocks. The patient was provided with manual resuscitation and survived the reported event.